Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-apr-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 on the auxiliary unit was not responding. A field service engineer replaced both rails and the inseparable magnet, reseated all cables and wires, and rebooted the system to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was failed. The customer stated that there was a delay in the dispensing of medication to the patient. There were no adverse events or injuries reported based on this incident.